Event description:
At 1:50 am resident was heard moaning loudly. Upon entering room resident was found lying on the floor next to his bed with bedrail down, holding the back of his head. A 3 inch laceration behind (rt) ear with small amount of blood was observed. Resident was put back to bed with 2 assists. Upon raising the bedrail cna noticed bedrail was malfunctioning. The spring in the lever of the release mechanism was free floating thus not locking the bedrail. Resident was sent to ER for evaluation and treatment, requiring five (5) sutures performed by ER physician. Presently (11/13/96) resident's condition is stable, sutures were removed (11/12/96) per md orders and no other ill effect from this fall is observed.